Manufacturer narrative:
The additional codes apply to the investigation on the returned cartridges.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. Tandem technical support was unable to determine a possible cause of the past occlusions; however, a system check was perform on the most recent occlusion and the occlusion appeared to be within the cartridge. The customer was to use insulin injections to manage diabetes.

Manufacturer narrative:
.

Event description:
.